Manufacturer narrative:
H3, h6: software was returned for analysis. The analyst reviewed the provided logs and archives. The event date documented in gch is (B)(6) 2026, with a notification on (B)(6) 2026; however, no logs were available for either of these dates. The fdr contained sessions from 2nd, 5th, 6th, 7th, and 14th january, with 14-jan-2026 being the closest to the reported timeframe, and therefore used for analysis. Session 1 shows the user selecting CT-2 first (merge state at 10:38:40 lists CT-2 as reference), performing registration (1.18 mm with 1896 trace points), later switching context and completing another registration (0.76 mm with 1455 trace points), and exporting¿no navigation occurred. Session 2 shows the user loads multiple images, performing several registrations. Before entering navigation the user selected an image with a previously saved registration and used that for navigation. There were no other errors observed from the logs. Logs and archive were reviewed but provided insufficient information to determine root cause of the reported behavior. Codes b01, c19, and d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: the event date submitted with the initial regulatory report (1723170-2026-00118) in section 2.3. Was incorrect and should have been populated as: 2026-01-12. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6; a medtronic representative went to the site to test the equipment. It was reported that software failed and that after multiple tracer registrations the system showed accurate during navigation software screen using all navigation instruments. Codes b01, c10, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735736, serial/lot #:(B)(6), (h3, h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that there was a navigation inaccuracy. According to the surgeon, the initial navigation accuracy was confirmed at 1.4 mm; however, as the surgery progressed, the navigation became increasingly inaccurate, with discrepancies reaching up to 5 mm near the skull base. Ultimately, a csf leak occurred, and navigation was aborted to address the issue. It was also noted that the scan used was axial and was taken approximately 9¿10 months ago (in (B)(6) 2025). It was reported that during a conversation with the surgeon, they stated that the patient they initially pulled up was not the correct patient, even though they had previously identified that individual as the patient in question. The doctor then presented another patient, claiming that the issue was associated with this individual; however, there was no previous trace ever saved to the unit for that patient. It was noted that it is unclear which patient experienced the inaccuracy, and no patient archive can be pulled. All system checkout tests had passed. There was no surgical delay.